Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen was worn out and had several scratches. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.